Event description:
Pt reported obtaining back-to-back blood glucose results of 255 mg/dl and 55 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.